Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 30 mm distally. The green suture thread was present on the stent. The deployment suture was broken proximal to the distal release end of the stent. During analysis, the remainder of the stent was deployed without any restrictions, it released fully and no issues were noted. The skive was also examined and a tear or rip was noticed at its proximal edge and the deployment suture appeared to be caught within this cavity. This may have caused the suture thread to break. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review identified that this device was not used per the directions for use (dfu) / product label. The dfu / product label states "the esophageal covered stent should always be at least 5-6 cm longer than the stricture, allowing the covered segment to bridge the tumor and/or the fistula". However, the complaint states that the 10 cm stent was intended to be used to treat a 6-7 cm lesion. Therefore, the most probable root cause is use/user error.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during an esophageal stenting procedure within a cancer patient on (B)(6), 2010. According to the complainant, the patient had a six to seven centimeter lesion along the lower part of the esophagus. The anatomy was not dilated prior to stent placement. During the procedure, the deployment suture became stuck on the stent, leaving the stent only partially deployed. The device was removed from the patient without issue, and the procedure was completed with another ultraflex esophageal covered stent. There were no complications to the patient, as a result of this event.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during an esophageal stenting procedure within a cancer patient on (B)(6), 2010. According to the complainant, the patient had a six to seven centimeter lesion along the lower part of the esophagus. The anatomy was not dilated prior to stent placement. During the procedure, the deployment suture became stuck on the stent, leaving the stent only partially deployed. The device was removed from the patient without issue, and the procedure was completed with another ultraflex esophageal covered stent. There were no complications to the patient, as a result of this event.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.